Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Two days after the event onset, the patient was hospitalized and was started on meropenem injection (1g, ongoing) and targocid injection (200mg, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that peritonitis re-occurred and the patient also experienced cloudy fluid that occurred on an unknown date. The patient has not presented to the hospital for treatment. At the time of this report, the patient was recovering from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported that on an unknown date,the patient was discharged from the hospital and antibiotic treatment was discontinued. At the time of this report, the patient was still recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.